Event description:
It was reported that during a device check, the insertable cardiac monitor (icm) device was not responding when the magnet was swiped over the device. Due to this reason, the boston scientific field representative called technical services (ts) for assistance. The caller noted this icm device had not been implanted or enrolled yet, and they had attempted to connect to the icm device using both the clinic mobile monitor (cmm) phone and tablet, without success. A successful connection check was performed with the cmm tablet, however, when attempting to connect to the icm device, there was no response. The field representative noted they had been able to connect to other icm devices without issue; hence, ts advised them to return this icm device for analysis. Additional information from boston scientific field representative indicates this icm device remained in the sterile packaging and there was no patient involvement. This icm device was returned and analysis was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this insertable cardiac monitor (icm) device was thoroughly inspected and analyzed. The icm device was received in intact sterile packaging. Visual examination noted no anomalies. It was confirmed the icm could not be communicated with. X-ray imaging revealed solder leakage below the negative terminal pin of the battery. A subsequent CT scan revealed that the size of the solder leakage was sufficient to reach the can of the battery, likely causing intermittent shorting and the reported inability to communicate with this device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.